Event description:
It was reported that an ilet pump placed on its charger emitted a charging beep but did not charge, and the device later displayed approximately 20% battery before normal charging resumed; the issue pertains to a charging problem associated with the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem involving the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.